Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited varying impedance measurements from 1,354 ohms dropping to 900 ohms and then increasing to greater than 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
Additional information was received that the patient underwent an x-ray which did not revealed anything abnormal. The physician then decided to refer the patient for a lead revision procedure to be completed in the near future.

Manufacturer narrative:
(B)(4).